Manufacturer narrative:
Investigation summary: samples were collected in 3ml plasma separator tubes. The calibration performed prior to the event was successful and without error. Qc performed prior and during the event was within customer's specifications. A) qc is run every 8 hours on electrolytes. B) the qc run before and during the incident was within the lab's established ranges. The customer contacted a hotline and a field service engineer (fse) was dispatched to the customer lab. A) the fse determined that the ratio pump was sporadically stalling and confirmed that no motion error was being generated by the software. B) the fse replaced the ratio pump. C) the fse verified that the instrument is operating within specifications. No further incidents of erratic or suppressed results occurred after replacing the ratio pump. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding high or low results along with suppressed results for all chemistries from the cartridge side of the synchron lxi 725 instrument. The customer indicated that this had occurred intermittently over a period of several hours. No erroneous results were reported out of the laboratory. The operator recalled from memory, an example of the erroneous results. In example, sodium (na) - results suppressed, potassium (k) - 7.2mmol/l, calcium (ca) - 3.0mg/dl. Each sample in question was rerun either on the same or a different analyzer in the laboratory, and in each case believable results were obtained and reported. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.